Manufacturer narrative:
(B)(4) upon completion of the investigation a follow up report will be filed.

Event description:
The patient is female and (B)(6). During icp monitoring the sensor could not be zeroed. The valve could not be showed when connected. Restarted generator and changed the generator the issue existed. Changed the sensor to complete. There was no adverse event or extended surgery. On (B)(6) 2016 per affiliate, event occurred after implantation.

Manufacturer narrative:
It was initially reported that the device would be made available for evaluation. However, multiple attempts to retrieve the sample were unsuccessful. This report has been updated to reflect the corrected information. Complaint sample was not returned to codman; therefore, an evaluation of the device could not be performed. The lot number provided did not correspond with any on file for this product code; therefore, a review of manufacturing records could not be performed. The cause(s) of the difficulty reported by the customer could not be determined. Complaint will be closed at this time as 'no complaint sample returned to codman for evaluation'. If the complaint sample or other relevant information becomes available, this complaint will be reopened, and the respective evaluation performed. Without a valid lot number, we were unable to perform a complaint review for this lot. However, trending for devices at the product level is performed for a monthly complaint review. Trends will be monitored for this or similar complaints. At present, we consider this complaint to be closed.